Event description:
It was reported that the unspecified bd insyte¿ catheter 20g x 1 1/4 in needle pierced through the catheter after inserting it into the vein. The following information was provided by the initial reporter: "difficult to remove the transparent part of the needle after puncturing the vein, transfixing the plastic part, even when following the manufacturer's technique for use. 10.5. Were other measures taken after the problem was identified? Yes - review of puncture technique by seti department (discarded misuse). Note: lot informed by the customer in the notivisa form was not found in sap: 4301174 exp: 06/24/2025."

Manufacturer narrative:
H6: investigation summary: as neither a material number, lot number, nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ catheter 20g x 1 1/4 in needle pierced through the catheter after inserting it into the vein. The following information was provided by the initial reporter: "difficult to remove the transparent part of the needle after puncturing the vein, transfixing the plastic part, even when following the manufacturer's technique for use. 10.5. Were other measures taken after the problem was identified? Yes - review of puncture technique by (B)(6) department (discarded misuse). Note: lot informed by the customer in the notivisa form was not found in (B)(4) exp: 06/24/2025."